Event description:
The manufacturer received information that a patient expired while using the bipap synchrony. The authorities have the device in their possession at this time. No further information has been made available. A follow up report will be submitted when the manufacturer has completed the investigation.